Manufacturer narrative:
The reported field event of failure to capture was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14543, 2938836-2019-14544. It was reported that after leaving the procedure room, the patient had multiple episodes of no capture in the presence of heart block. The patient needed to be externally paced to stabilize. After reentering the procedure room, the no capture event could not be recreated. The physician elected to replace the entire system just to be safe. The system was explanted and replaced. The patient left in stable condition.